Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Event description:
Boston scientific received information that this device had a magnet rate of 100 ppm, consistent with beginning of life (bol) battery status, and an estimated longevity remaining of 1.5 years. The device reached end of life (eol) battery status three months later. It was reported the device reached eol when the device entered retry mode due to a high pacing threshold. A replacement procedure was performed and the device was explanted. No further patient effects were reported.